Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper setup. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that the pump has repeatedly output at a higher pressure than what the display states the output is.